Event description:
Reported as a port site infection with port removal. Per the physician, he does not believe the event is related to the sterility of the device.

Manufacturer narrative:
This access port associated with this report will not be returned because it was discarded after surgery. Based upon the implant date provided by the reporter, the connector type is assumed to a taper ii. Infection is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Additionally, the physician informed allergan that the cause of the infection is not thought to be directly related to the device. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.